Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began at 5:35 pm on (B)(6) 2010. The patient reportedly tested her blood glucose on the subject meter and obtained results of "138, 106, and 87 mg/dl," performed within 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the patient manages her diabetes with humalog insulin delivered through an insulin pump. The patient confirmed that the alleged product issue did not cause the patient to change her usual diabetes regiment. About a minute or two after the alleged issue began, the patient claimed that she became "shaky, was unable to speak, and lost control." The patient stated that her husband treated her with a couple glasses of orange juice and that the patient's blood glucose was tested in between the treatments. The patient stated that the subject meter results were decreasing even though she was drinking the orange juice. The patient reportedly felt better after drinking a half pitcher of juice. The patient stated that she stopped using the subject meter because she realized that the readings were inaccurate. During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged meter. The cca confirmed that the same approved sample site and a correct testing process were used to test the patient's blood glucose on the subject meter. The patient did not have a control solution to perform a quality control test on the subject meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion: the patient claims she obtained inaccurate erratic readings on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and required medical intervention from a lay individual after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.